Manufacturer narrative:
G4: unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal and bent latch lock. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was unable to be determined. The most probable cause is a damaged or faulty dso sensor. The dso sensor and latch lock were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the cassette was not attached properly, and the latch did not close properly. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.